Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was broken. (B)(4).

Event description:
It was reported that the cable was damaged. The cable was not returned but the customer applied for a new cable. There was no patient involvement.

Event description:
It was reported that the cable was damaged. The cable was returned to the manufacturer. There was no patient involvement.